Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery. It was a past event that did not occur during the manual prime and had been resolved by a complete set change. The blood glucose reading was 179 mg/dl. The customer also reported an issue with the insulin squirting out during the manual prime. The customer was unable to complete troubleshooting. The insulin pump was not replaced or returned for analysis.